Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02july2019. Follow up attempts have been made with no response from the customer. Review of the service history indicates there have been no subsequent calls from the customer regarding this issue. If new information is received, the case will be reopened and reinvestigated.

Event description:
Customer reports battery failure. There was no patient involvement.